Event description:
Customer reported that the anti-a reagent was not pipetted for a sample on the galileo instrument and the results were o positive rather than the expected results of a negative. The customer tested sample using the fwd-abo assay only. Historical data for the patient is type a negative. The customer reported that they reviewed the plate and there was not the expected color change.

Manufacturer narrative:
Advised customer to run pipette test. Upon review of the results, customer was instructed to change the reagent probe. The customer did not return sample for serological testing.